Manufacturer narrative:
G4: reported device marketed in the u.s. Only for veterinary use, however, similar devices or devices that share components, raw materials, process methods or other technological characteristics are registered within the u.s. Related 510k number k122734. Summary of investigation: there are no previous complaints of this code batch of which we manufactured and distributed in the market 12,636 units. There are no units in stock in b. Braun surgical's warehouse. We have received 2 closed samples and a jar with used broken sutures (contaminated). To evaluate the conformity of the closed units, we performed the following tests: -tightness test to the closed samples received has been performed and the units are tight. -knot pull tensile strength results conducted on the samples received are 3.75 kgf in average and 3.72 kgf in minimum and fulfil the requirements of the european pharmacopoeia (ep): 2.73 kgf in average and 1.37 kgf in minimum. These values are in the usual range for this thread and size. Batch manufacturing record: reviewed the batch manufacturing record, this product had a normal process and the results during the process fulfil usp/ep and b. Braun surgical requirements. Conclusion root cause analysis: it has not been possible to determine the root cause because the closed samples analyzed comply usp/ep and b. Braun surgical requirements regarding knot pull tensile strength and the open sample received is contaminated and a further analysis cannot be performed. Final conclusion: although the results of the closed samples received fulfil the specifications of european pharmacopoeia/ b. Braun surgical specifications, we take note of this incidence to assess if new or additional actions are needed. The case is considered not confirmed by evidence of the samples received. We regret any inconvenience this issue may have caused and thank you for your collaboration. Corrective measures: actions on product distributed of this reference/batch: based on the conclusion derived from investigation, it is not required to make actions in distributed product. Corrective/preventive actions: according to our internal procedures, there is no need to establish corrective or preventive actions. Nevertheless, this complaint is recorded for trending analysis to assess if actions are needed in the future.

Event description:
It was reported an issue with novosyn suture. The customer reported that thread breaks when the knot is pulled tight. No more information has been received.